Event description:
Health professional reported that after injection in cheeks with syringe of juvederm ultra plus with lidocaine "about two days after injection" the pt developed swelling and pain at the injection site. Health professional could also palpably feel the juvederm through the skin and that it was hard. Approx three weeks after the initial injection, the pt was treated with an injection of hyaluronidase to prevent the worsening of symptoms which may have led to permanent damage.

Manufacturer narrative:
(B)(4).